Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial estradiol result was 1000 pg/ml. The customer questioned the result and repeated the test. The repeat result was < 5 pg/ml. The repeat result was deemed correct. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer verified all instrument alignments. The investigation is ongoing.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. Based on the calibration and qc data, there was no indication of a reagent or instrument performance issue. The alarm trace did not contain a conspicuous event. The investigation did not identify a product problem. The root cause of the event could not be determined.